Manufacturer narrative:
B3: date of event: no date provided, used the first date in the month of the aware date.

Event description:
It was reported that additional intervention was required to remove the device. A 22x60 embold fibered detachable coil system was selected for use in a splenic artery aneurysm procedure. Four coils were delivered prior to this coil being advanced into the vessel. An attempt to pull this coil out was unsuccessful. The coil was able to be advanced into the vessel. The coil stretched. A snare was used in an attempt to retrieve the device. The patient fully recovered.

Manufacturer narrative:
B3: date of event: no date provided, used the first date in the month of the aware date. A2: age at time of event: 18 years or older. B5: describe event or problem: additional information. D6a: implant date added. H6: device code: added material protrusion / extrusion a0411. Media evaluated by MFR: media was returned in the form of photos. The photos were reviewed which appear to show the embold coil stretched and stuck on the larger grouping of coils under fluoroscopy.

Event description:
It was reported that additional intervention was required to remove the device. A 22x60 embold fibered detachable coil system was selected for use in a splenic artery aneurysm procedure. Four coils were delivered prior to this coil being advanced into the vessel. An attempt to pull this coil out was unsuccessful. The coil was able to be advanced into the vessel. The coil stretched. A snare was used in an attempt to retrieve the device. The patient fully recovered. It was further reported that the coil was implanted then part of the coil unraveled. The unraveled part of the coil was then pushed back into the coil pack, using a snare. The artery was not tortuous. Intermittent flushing was performed through the 0.021inch renegade stc microcatheter. The patient was doing okay post procedure.